Event description:
The lay user / patient contacted lfs on (B)(6) 2012 alleging a low temperature message on her one touch vita meter and due to the alleged issue the patient was unable to test her blood glucose. The patient mentioned that on (B)(6) 2012 around noon, the patient attempted to test and obtained a low temperature message. Approximately 15 minutes later, the patient had developed symptoms of trembling and had to sit down. The patient's husband treated her with 2-3 pieces of sugar, biscuit and a (B)(6). After that she had a croque monsieur. The patient did not seek any further medical attention or contact her physician for assistance. While troubleshooting, it was noted that the meter was exposed to temperature outside of the acceptable range. Temperature too low means that the meter is too cold (below 10°c) to work correctly. This was not the first time the product was being used. The patient had also mentioned at an unspecified date and time they had done a meter to lab comparison. The patient's meter read 289 mg/dl and the lab reading was 192 mg/dl. The results fall in the b zone of the consensus error grid. The products are being replaced and requested back for investigation. The complaint is being reported since the patient alleged due to the low temperature message, they were unable to test and developed symptoms suggestive of a serious injury and was treated with food/drink.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Product was replaced and requested back for investigation. Lot # of test strips was not provided.